Event description:
It was reported that the pt attended the clinic for a speech processor upgrade on (B) (6) 2009, during which due to faulty test equipment a correct assessment of the functionality of his internal device could not be made. The pt had no complaints concerning his device at this time. On the way home from the clinic, the pt heard crackling and popping and then no sound from his implant. He then attempted to wear his old speech processor with the same result. The pt then mentioned that he had fallen and had hit his head several weeks ago, although no redness or visible swelling had been noted during the upgrade appointment. The pt reports no pain but has been unable to hear any sound since shortly after the crackling and popping began.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.